Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was unresponsive. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: 24-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed medium alarm: cannot start pump air in line. Functional testing was performed, and the air detector was intermittent. The air detector was replaced to resolve this issue.